Event description:
The customer reported to olympus, the hf unit "esg-400" displayed an error code e433. The issue was found during preparation for use for an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, in general, the displaying of e433 can have a considerable number of causes. If e433 is displayed sporadically (temporarily), no further action needs to be taken. If it is displayed more often, it is recommended from experience to test the generator board, the hvps-board, the motherboard and relay board in another esg-400 and replace them, if necessary. Only rarely more than one component is defective. During a deeper investigation into generator boards with error e433 it was found that the issue was caused by the defective transformer tr1. An improved generator board was included in the production of the device in mid-july 2020. According to the investigator, an improper handling of the device by the customer cannot be excluded entirely in case of this error pattern. The user reported the occurrence of error message e433. On the instructions of an olympus employee, the esg-400 in question was put into operation by the customer without the foot switch, whereupon the device started up without any complaints. Olympus will continue to monitor field performance for this device.